Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the diagnostic procedure was aborted. Customer reported to philips that the c-arm was unable to perform geometry movements, displaying an error message on the screen as the adjustment of the front stand was required. The philips remote service engineer (rse) inspected system remotely and suggested repair actions to philips engineer. Philips engineer visited system onsite and performed troubleshooting but could not find any issue with the system and confirmed that the system was operating as intended without any issues. The system was returned to use in good working condition. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.